Event description:
As reported by the affiliate, percutaneous transluminal angioplasty (pta) was performed on a lesion in the left internal carotid artery with 99% stenosis and with no calcification or vessel tortuosity. The target vessel had poor collateral. There were no complications and the pt was in a neurologically stable condition following the procedure. One day after the procedure, the pt reported a headache. CT revealed subarachnoid hemorrhage. There were no neurological symptoms. The pt was treated with dormicum (midazolam) and perdipine (nicardipine hydrochloride). The remaining symptom was a mild headache. The physician commented that the cause of the event could be hps (hypoperfusion syndrome).

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.